Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Medical device problem code (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a banding procedure performed on (B)(6) 2021. During the procedure, two bands were deployed when they rotated the ligator handle. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.